Event description:
Caller reported a malfunction on the pump, following an incident where the pump was submersed in water for about 30 minutes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts resolved the issue by sending a replacement pump with updated software, advised the caller on backup therapy using mdi, and instructed them to put the pump into storage mode before returning it. Caller acknowledged understanding of the new procedures and shipping details for the replacement.